Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause of peritonitis was not reported. Treatment rendered for the event was not reported. The patient had not recovered from the event. Pd therapy was ongoing. No further information was available.